Event description:
The following info was reported to kci by the home health nurse on (B)(6) 2012: on (B)(6) 2012, the pt developed a hematoma that was evacuated in the operating room. V.a.c. Therapy was then initiated. On (B)(6) 2012, the home health nurse performed a dressing change. On an unk date, the pt experienced slow worsening pain in the wound area. The home health nurse reported that the wound had been progressing well. On (B)(6) 2012, the pt was taken to the operating room to determine the source of the pt's pain. A foreign material alleged to be "black sponge" was discovered adhered to the pt's tissue. According to the home health nurse, the foreign material adherence may be the result of hyper-granulation from quick healing of the wound bed resulting from the therapy. Kci has been unable to confirm whether or not the foreign material was successfully removed. The wound was debrided and packed with betadine-soaked kerlix gauze. The pt was then discharged home in the afternoon. The home health nurse reports that the wound may take another one to two weeks to successfully heal. In (B)(6) 2005, the pt underwent hip surgery. The pt is allergic to cefuroxime, nickel, penicillins, and sulfa which results in rash. On (B)(6) 2011, the pt was a former smokeless tobacco user. The pt is a smoker and smokes 0.5 packs a day for the last three years.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection of other adverse events. As with any wound treatment, clinicians and pts/caregivers should frequently monitor the pt's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/orthostatic hypotension, or erythroderma. If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.